Event description:
The customer reported that the 9600 system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired during the service call.